Event description:
It was reported that pump display appeared completely blue, which prevented customer from reading screen or interacting with pump. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy.